Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the guide wire tip tore caused due lithotripsy was performed with the guide wire inserted into the guide wire tip. The event can be prevented by following the instructions for use which state: "do not crush the calculus while the guidewire remains in the distal tip. This could cause patient injury, such as perforation, bleeding or mucous membrane damage, it may also damage the endoscope and/or the guidewire and/or the instrument. - do not perform lithotripsy with the guide wire inserted at the tip. The guide wire and lithotripter may be damaged, leading to perforation, major bleeding, mucosal damage, etc. 1. Lower the forceps elevator. 2. Loosen the holder, the rotatable knob, and the rack. 3. When using the guide wire, pull it back. 4. Without releasing the calculus, turn the rotatable knob on the bml handle in the direction of the arrow. The basket crushes the calculus. 1. Set the endoscope forceps table down. 2. If a guidewire is used, pull it out of the lithotripter. 3. While grasping the gallstone, turn on the ratchet of the bml handle v-system (maj-441). 4. Rotate the knob on the bml handle clockwise to tighten and crush the gallstones with the basket." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found in the process of grabbing and breaking a stone when the procedure was performance.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the distal tip of the single use mechanical lithotriptor was torn. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography¿procedure that was completed using similar device. There were no reports of patient harm.